Event description:
It was reported through the filing of a lawsuit that allegedly patient underwent left total hip arthroplasty on (B)(6) 2012 due to severe avascular necrosis of the left hip with collapse and osteoarthritis. On (B)(6) 2013, the patient had a follow up visit with report of left hip pain for the last 5-7 days and was using a cane to ambulate. It is alleged that on (B)(6) 2013 his blood work revealed highly elevated levels of chromium and cobalt and an x-ray of the left hip found an acetabular fracture. It is further alleged as a result the patient had to undergo a revision surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #7 accolade ii 130 degree neck angle hip stem. An event regarding elevated levels of chromium and cobalt (altr) involving an unknown accolade stem was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, x-rays, operative reports, histopathology and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.